Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported a left side deflation. Device remains implanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: opening curved on posterior, wear abrasion and creases fold. Leak test and microscopic analysis was performed which identified: opening crease sharp on posterior and observed void >1 mm in non-textured, valve-to shell-bond area. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: an opening crease sharp on posterior assessed as fold flaw opening. Additional, changed, and/or corrected data.

Event description:
Patient reported a left side deflation. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, b6, d6b, g1, h6.

Event description:
Device has been explanted.